Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v384611, implanted: (B)(6) 2010, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
A consumer reported the implantable neurostimulator (ins) was removed due to the battery being dead. The patient had a loss of therapy and the ins stopped on a fishing trip. The ins was running on high settings and only lasted two years. The ins was replaced. The patient's indication for use is essential tremor and movement disorders.